Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During video-assisted thoracic surgery (vats), the endoscopic image was flickered. The user continued to use the device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device and could confirm the reported phenomenon. Omsc disassembled the insertion tube and checked the appearance of the imaging cable. According to the investigation, the following was found. The imaging cable was twisted. The metal wire inside the bending section was broken. The metal braid of the bending section had disturbed. The adhere of the bending section rubber was chipped. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, omsc surmised that this phenomenon attributed to the following. The core wire inside the imaging cable was short-circuited or broken. The arrangement of the imaging cables was temporarily disturbed. An unintended stress was applied. If additional information becomes available, this report will be supplemented.